Event description:
It was reported to philips that partially available geometry during imaging workflow on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Replaced or upgraded part; device returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).